Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," "if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose),¿ and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient¿s mother reported that her daughter came home from school with a headache so she checked her blood glucose it read ¿high¿ (> 500 mg/dl) at which she gave a correctional bolus of insulin. She was vomiting and her bg was still reading ¿high¿ so she took her to the emergency room where she was admitted into the intensive care unit with diabetic ketoacidosis. They placed her on an intravenous therapy of fluids and insulin. The pod was removed and discarded.